Manufacturer narrative:
One used chemoclave® vented bag spike; connected to a 0.9% norm-saline 250ml bag, one used, bag spike adaptor w/ spiros and one used extension set were returned for evaluation. The device was visually inspected, it was noted that the spike was broken off and separated from the clave, some marks suggesting a twist bending force was applied. The complaint of leaks can be confirmed, based on the condition that sample was returned for evaluation. The probable cause is typical due to an unintentional twisting force applied during use. D9 - date returned to mfg: 12/4/2025.

Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
Event occurred regarding a chemoclave vented bag spike where it was stated in the report that chemo drug (bendamustine) leakage from blue and white junction during infusion. There was no bleedback reported. The product is not a biohazard, and the device was not reprocessed/re-sterilized. There was patient involvement but no patient harm. There was no delay in critical therapy.